Event description:
Patient was in maxi28 exam chair having exam and chair tipped. Patient fell injuring his head. When chair was examined by clinical engineering, two bolts were cracked. Manufacturer notified and chair taken out of service.